Event description:
It was reported that the customer had several error alarms on the insulin pump. Customer stated that the bolus wizard function was giving her incorrect readings. Customer declined to troubleshoot the insulin pump and would like a loaner pump. Customer also reported a scratch on the screen. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed for an unexpected restart after a battery change, causing the insulin pump settings to reset, due to a faulty connector on the interface board. No other error alarm was noted during testing. All operating currents were within specification and no unexpected low battery or off no power alarm was noted. The insulin pump was monitored for 24 hours and no history error at start up alarm was noted. The alarm was in the history file due to a corrupted history file. The insulin pump was programmed with several boluses and no bolus or history anomaly was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.